Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the lead was returned with the helix in an extended position. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil is fractured at distal end of terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during an implant, the right ventricular (rv) lead helix wouldn't retract. The helix extended and retracted outside the patient's body. The physician spun it faster multiple times and the helix would not extend after several attempts at positioning. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.